Event description:
It was reported that the pt rec'd a hit with a ball in the zone of the implant. The implant moved and the conductor link was extruding. The pt's hearing sensations still were ok at that time. A surgery was carried out in 2009, under general anaesthesia. Originally, reposition was planned, but actually the pt was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.